Event description:
It was reported that the patient had a total left knee revision due to instability. Doctor removed the liner and replaced it with another liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a duracon insert was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that the patient had a total left knee revision due to instability. Doctor removed the liner and replaced it with another liner.